Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the bronchus during a laparoscopic lobectomy, the stapler was able to fire, but there was a poor staple formation and incomplete staple line. It was also stated that the titanium staples fell into the patient¿s cavity and damaged the lung tissue. The event resulted in unanticipated tissue loss and tissue damage. The damaged titanium staples were removed and the surgeon used another reload to complete the case. The patient incurred temporary injury.